Event description:
It was reported that the foot pedal(fms vue/nextra) device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device broke into 2+pieces. There was no procedure involved. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date is unknown. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Upon visual inspection, it was found that the connector and pins are in good condition. The connector cap is not attached to the connector. The right pedal lever is broken. A functional test was not performed due to the broken lever. A manufacturing record evaluation was performed for the finished device serial number and no non-conformance was identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the reported condition can be attributed to the hard and continuous use, since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to broken pedal parts, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.